Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the representative was able to successfully import a patient into cranial 3.0.2 via cd. He then went into ent for the case and the patient was not there. Attempted to re-load the patient again and the disc would not recognized. Updated the scannermask settings. Went back into cranial and deleted the patient and attempted to re-import the patient in ent and the system would not detect the disc again. Navigation was aborted. There was a reported delay of less than one hour and no reported impact to patient outcome.